Event description:
A (B)(6) years-old female patient was implanted with a lumbo-peritoneal derivation on (B)(6) 2017. After implantation, the operating pressure could not be adjusted. On (B)(6) 2017, the valve was removed from the patient due to inadequate drainage. The patient passed away two days later due to meningitis. The doctor states that there was no causal relation between the valve and the meningitis that caused the patient's death. Several uncertainties surround this case; additional investigations will be carried out to obtain additional information from the initial reporter.

Manufacturer narrative:
The device was returned to our facility and analyzed following our quality control procedure. The product was returned in a dry state, despite the recommendation given in the IFU to return the device in sterile water. Visual examination: important viscous deposits are observed inside the inner mechanism of the valve, with some liquid inside the valve. This could explain the difficulties observed by the user when trying to adjust the valve. Functional control: the valve is blocked because the ball is stuck on its seat. This could be explained by the fact that the device was returned in a dried state. The pressure can however still be adjusted, upon return and after cleaning. Some residual deposits are observed inside the valve after cleaning, making it impossible to measure the pressures. In conclusion, the viscous deposits could explain the difficulties to adjust the valve, but the rotation of the inner mechanism remains possible. Anyway, the state of return of the return makes it impossible to draw an affirmative conclusion regarding the situation faced by the user. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies.

Event description:
A (B)(6) female patient was implanted with a lumbo-peritoneal derivation on (B)(6) 2017. After implantation, the operating pressure could not be adjusted. On (B)(6) 2017, the valve was removed from the patient due to inadequate drainage. The patient passed away two days later due to meningitis. The doctor states that there was no causal relation between the valve and the meningitis that caused the patient's death. Several uncertainties surround this case; additional investigations will be carried out to obtain additional information from the initial reporter.